Manufacturer narrative:
The customer's in-house biomedical engineer was provided with support with assistance from the ge healthcare remote technical expert. As recommended by the gehc, the in-house biomed replaced the lcd display assembly on the device which the biomed reported corrected the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.